Event description:
The customer, a healthcare professional, called for help with one of the contour meters that belongs to her facility. While troubleshooting, it was discovered the meter display was missing segments. The customer was unaware of the missing segments, but no adverse events were alleged. The meter is to be returned for eval. A replacement meter was sent to the customer.